Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis dfc system. It was reported that the monitor fell off the mounting hardware. As a result, a patient suffered a scratch on the forehead. No medical intervention was necessary. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation showed that the monitor fell off its mounting boom because the necessary screws to hold the monitor in place were missing. It was determined that the screws were in the correct place during delivery and at handing over the system to the customer. There are clearly chatter marks (traces of use) at the relevant places where the screws are located which proves that the screws were previously mounted. In addition, we received information about the presence of a third party. To what extent this third party was involved in the incident cannot be determined beyond doubt. The affected monitor was reattached with screws by the local regional service unit and the examination control console damaged by the falling monitor has been replaced. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.